Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, the stylet was unable to advance through the right ventricular lead. The lead was replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead without the associated stylet was returned in one piece for analysis. A stylet insertion test was performed, and the stylet could not be fully inserted due to the dried blood found inside the inner coil lumen at the proximal region of the lead. The cause of reported event of stylet insertion failure was isolated to the inner coil being clogged with blood. The reported event of stylet insertion failure was confirmed.